Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "gcm received a call from customer care patched (B)(6) in the line. The product involved is primary sapphire infusion set clave y site o.2 micron filter, 119.1 inch . A patient in homecare had the tubing and it got disconnected or separated at the filter part. (B)(6) doesn't know if it caused an adverse event or delay in critical therapy. The tubing was not reprocessed or resterilized. (B)(6) was not able to tell if the patient found out the disconnection out of package during priming or during infusion. The patient had to use another tubing. The actual sample is not available for return as the customer did not keep it. There is no sample photo available."